Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was unable to hold a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the revision was due to physicians preference.

Event description:
A report was received that the patients ipg was unable to hold a charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg was unable to hold a charge. The patient will undergo a revision procedure.